Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample during initial and repeat testing on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument and on the same instrument, both resulting higher than the initial and first repeat results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality control for sodium was out of range. The customer replaced the pump tubing, bleached the waste line and back flushed the rotary valve. The customer ran quality control and precision testing after troubleshooting, which were acceptable. The cause of discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.